Event description:
It was reported, "when the scrub nurse removed the implant from the internal packaging, she immediately noticed a mark on the top surface of the implant. Another implant was sourced and used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.